Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed the distal tip of the neuron max 6f 088 long sheath (neuron max) was broken upon removal from the packaging. The damage to the neuron max was found prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max had bends and kinks approximately 28.0 cm and 58.0 cm from the hub. The distal atraumatic tip was damaged. The packaging card and packaging mandrel were not returned for evaluation. Conclusions: evaluation of the returned neuron max confirmed the distal atraumatic tip was damaged. Damage such as this typically occurs if the packaging mandrel becomes unsecured from the packaging card during retraction. This will cause the neuron max to become pinned between the packaging tube and packaging mandrel. If the neuron max is subsequently retracted while its distal tip is pinned, the atraumatic tip will likely become damaged. Further evaluation revealed a bend and kink along the neuron max. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.